Manufacturer narrative:
(B)(6). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: carto 3 system (model# fg540000 serial # (B)(4)) st. Jude medical/abbott brk transseptal needle (model# unknown lot# unknown) st. Jude medical agilis 8.5 french medium curve sheath (model# unknown lot# unknown) manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient was becoming increasingly hypotensive. Pericardial effusion was detected via ultrasound. Pericardial drainage catheter was inserted and yielded an unspecified amount of fluid. Procedure continued without further incident. Patient required an overnight stay in the critical care unit (ccu). Patient has since fully recovered with no residual effects. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it is a known complication of the procedure and that no bwi product was at fault. Transseptal puncture was performed with a st. Jude medical/abbott brk transseptal needle and a st. Jude medical agilis 8.5 french medium curve sheath. Generator was set on power control mode at 35 watts with default power and temperature cut-offs. There is no information regarding generator settings at the time of injury. Power was not titrated. There is no information regarding overall ablation time or last ablation cycle time at the site of injury as the injury site is unknown. Irrigated catheter flow was set at 17 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 250-300 seconds. There is no information regarding spi value or catheter proximity. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.